Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the device was returned due to early battery depletion. It was also reported that the left ventricular lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.